Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of cardiac perforation (septal tear), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for atrial septal tear. It was reported that this was a mitraclip procedure, performed to treat mixed mitral regurgitation (mr) of grade 3-4. Patient anatomy included a thin septum, patent foramen ovale, and dilated left and right atrium. The steerable guide catheter (sgc) crossed the septum and was positioned in the left atrium. The clip deliver system (cds) was advanced and the physician was unable to straddle the devices. It was noted that a septal tear occurred, thought to have been caused by the sgc. The devices were removed without difficulty and the procedure was aborted. No intervention was performed to treat the septal tear. The mr remained unchanged at grade 3-4. The patient was discharged to home and no additional intervention is planned at this time. No additional information was provided.